Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced hypoglycemia with a lowest cgm value of 53 mg/dl while using an ilet system paired with a freestyle libre 3+ continuous glucose monitor (cgm). The agent reviewed reports and noted the pump was correcting a prior post-dinner hyperglycemia without a corresponding meal announcement, leading to overnight insulin delivery that contributed to an early-morning low. No adverse clinical symptoms associated with hypoglycemia and requiring treatment. Outcomes included patient self-treatment with oral glucose and a glucagon injection, with glucose trending upward. Investigation included review of pump and cgm reports and troubleshooting education on missed meal announcements. Investigation of this case revealed that lack of meal announcements led to algorithm overcorrection after a high-carbohydrate dinner, resulting in a subsequent low; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that user technique related to missed meal announcements was the most probable cause.